Event description:
The surgeon reported that the leading haptic broke at the joint and was likely in the capsular bag during implantation of the tecnis 3 piece intraocular lens (iol). Removal of the lens required incision enlargement and the placement of two sutures. There was no irregularity in the implanting process. A second tecnis 3 piece iol of the same diopter was successfully implanted. Patient is reported to be absolutely okay.

Manufacturer narrative:
Product was not received for evaluation. Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the returned intraocular lens (iol) showed that the lens was returned with what appears to be surgical residue as well as with the appearance of blood contamination and ophthalmic viscosurgical device (ovd). Evaluation of the lens showed that there was one detached haptic, which confirms the customer claim. Prior to release the iol met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.